Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates surgery took place on 17 march 2022 wherein the l3 lead was partially explanted due to scar tissue and the ipg was explanted and replaced to address the issue. Surgical intervention may take place at a later date to explant the partial l3 lead.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a fractured lead. The patient is not receiving effective stimulation and the l3 lead appears to be fractured when x-rays were taken. As a result, the patient may undergo surgical intervention to address the issue.